Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
H6-clinical code 4581: patient dissatisfaction with visual acuity. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -5.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a toric lens due to patient dissatisfaction-visual acuity. The replacement lens resolved the problem.